Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the porta hepatis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2020. According to the complainant, during the procedure, it was noted that the balloon could not show the image and was damaged. The procedure was completed with another hurricane rx dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2978 captures the reportable issue of balloon damaged. Block h10: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. Functional evaluation was performed, the balloon was inflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the porta hepatis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not show the image and was damaged. The procedure was completed with another hurricane rx dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.